Event description:
At the end of (B)(6), an argyle 1.9 fr. 30 cm single lumen PICC line was placed in the left basilic vein. Per the procedure note, the PICC was trimmed at 13 cm. X-ray confirmed placement. The np inserting the PICC noted no complications during the procedure. Nine days later during assessment of the infant, the rn noted that the PICC appeared to be leaking. The dressing was removed to inspect the site and catheter closely. The catheter was noted to be leaking just under the purple hub on the PICC line. The PICC had been placed nine days prior. The PICC was removed when issue noted. In discussion with the nicu manager, this has happened once before - the argyle PICC was leaking and a hole was noted in the PICC days after insertion. The manager was unable to provide the equipment ID info for that event.